Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension; product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient was confirmed to have had an infection. There were no further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 3708640, serial #: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension. Product ID: 3708640, serial #: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 3708640, serial/lot #: (B)(4), ubd: 27-nov-2022, UDI #: (B)(4). Product ID: 3708640, serial/lot #: (B)(4), ubd: 13-nov-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient experienced redness and swelling in the area of the ipg pocket approximately 2 weeks ago. Both the ins and extensions were removed. Cultures were taken, but nothing else done besides the removal and cultures. The lead extension connection was explored and not sign of infection was seen. The extension wires were clipped and the would was closed. The ipg and extension wires were removed while the ipg pocket was washed out and closed. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the rep was in possession of the device and was awaiting a return mailer kit to return the product. There were no further complications reported.